Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo this test" in (B)(6) 2008. The patient's medical history included uterine prolapse and ovarian cyst. Concurrent conditions included pelvic mass, menometrorrhagia and stress urinary incontinence. Concomitant products included gabapentin since (B)(6) 2019, hydrocodone since (B)(6) 2014, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: unspecified") and bladder disorder ("bladder or urinary problems or changes: unspecified"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced back pain ("pain: lower back") and dysmenorrhoea ("dysmenorrhea (cramping)/cramped"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pyrexia ("fever") and arthralgia ("hip pain") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral ovarian cystectomy and single incision sling). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, urinary tract disorder, depression, anxiety, bladder disorder, fatigue, abdominal pain, pyrexia, arthralgia and vitamin d decreased outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pyrexia, urinary tract disorder, vaginal haemorrhage and vitamin d decreased to be related to essure (ess205). The reporter commented: fu (B)(6) 2019, insertion date: (B)(6) 2008. Surgical pathology report: cervix: mild chronic inflammation. Negative for dysplasia, carcinoma and hpv (human papilloma virus) effect. Uterus: late proliferative/early secretory endometrium. Negative for endometrial hyperplasia. Adenomyosis. Leiomyoma with no aggressive features. Operative note: she had a normal uterus. She had bilateral hemorrhagic ovarian cysts around 2 cm. Patient did not received treatment for mental anguish/ psych injury. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, dyspareunia, pyrexia, arthralgia, vitamin d decreased". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event fever and reporter information were added. On 20-mar-2020: social media received: event hip pain and reporter information were added. On 20-mar-2020: social media received: event vitamin d low and reporter information were added. On 20-mar-2020: fu 6, 7, 8 & 9 were processed together. Social media received: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo this test" in (B)(6) 2008. The patient's medical history included uterine prolapse and ovarian cyst. Concurrent conditions included pelvic mass, menometrorrhagia and stress urinary incontinence. Concomitant products included gabapentin since (B)(6) 2019, hydrocodone since (B)(6) 2014, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and sertraline hydrochloride (zoloft) from (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: unspecified") and bladder disorder ("bladder or urinary problems or changes: unspecified"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced back pain ("pain: lower back") and dysmenorrhoea ("dysmenorrhea (cramping)/cramped"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pyrexia ("fever"), arthralgia ("hip pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral ovarian cystectomy and single incision sling). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia and metrorrhagia had resolved and the urinary tract disorder, depression, anxiety, bladder disorder, fatigue, abdominal pain, pyrexia, arthralgia, vitamin d decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, pyrexia, urinary tract disorder, vaginal haemorrhage and vitamin d decreased to be related to essure (ess205). The reporter commented: fu (B)(6) 2019, insertion date: (B)(6) 2008. Surgical pathology report: cervix: mild chronic inflammation. Negative for dysplasia, carcinoma and hpv (human papilloma virus) effect. Uterus: late proliferative/early secretory endometrium. Negative for endometrial hyperplasia. Adenomyosis. Leiomyoma with no aggressive features. Operative note: she had a normal uterus. She had bilateral hemorrhagic ovarian cysts around 2 cm. Patient did not received treatment for mental anguish/ psych injury. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, dyspareunia, pyrexia, arthralgia, vitamin d decreased". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added event post procedural complication, metrorrhagia. Outcome of events pelvic pain, dysmenorrhoea, dyspareunia, metrorrhagia was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 43-year-old female patient who had inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient actually was to have essure (ess205) (batch no. 628147/627759) inserted for female sterilization. Essure (ess205) was not inserted. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" in (B)(6) 2008. The patient's medical history included uterine prolapse and ovarian cyst. Concurrent conditions included pelvic mass, menometrorrhagia and stress urinary incontinence. Concomitant products included gabapentin since (B)(6) 2019, hydrocodone since (B)(6) 2014, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and sertraline hydrochloride (zoloft) from (B)(6) 2009. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral ovarian cystectomy and single incision sling). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia and metrorrhagia had resolved and the urinary tract disorder, depression, anxiety, bladder disorder, fatigue, abdominal pain, pyrexia, arthralgia, vitamin d decreased and post procedural complication outcome was unknown. The reporter commented: fu (B)(6) 2019, insertion date: (B)(6) 2008. Surgical pathology report: cervix: mild chronic inflammation. Negative for dysplasia, carcinoma and hpv (human papilloma virus) effect. Uterus: late proliferative/early secretory endometrium. Negative for endometrial hyperplasia. Adenomyosis. Leiomyoma with no aggressive features. Operative note: she had a normal uterus. She had bilateral hemorrhagic ovarian cysts around 2 cm. Patient did not received treatment for mental anguish/ psych injury, injury and bleeding. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, dyspareunia, pyrexia, arthralgia, vitamin d decreased". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a (B)(6) female patient who had essure (ess205) (batch no. 628147/627759) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo this test" in (B)(6) 2008. The patient's medical history included uterine prolapse and ovarian cyst. Concurrent conditions included pelvic mass, menometrorrhagia and stress urinary incontinence. Concomitant products included gabapentin since (B)(6) 2019, hydrocodone since (B)(6) 2014, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and sertraline hydrochloride (zoloft) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: unspecified") and bladder disorder ("bladder or urinary problems or changes: unspecified"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced back pain ("pain: lower back") and dysmenorrhoea ("dysmenorrhea (cramping)/cramped"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pyrexia ("fever"), arthralgia ("hip pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication") and was found to have vitamin d decreased ("vitamin d low"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral ovarian cystectomy and single incision sling). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia and metrorrhagia had resolved and the urinary tract disorder, depression, anxiety, bladder disorder, fatigue, abdominal pain, pyrexia, arthralgia, vitamin d decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, pyrexia, urinary tract disorder, vaginal haemorrhage and vitamin d decreased to be related to essure (ess205). The reporter commented: fu (B)(6) 2019, insertion date: (B)(6) 2008. Surgical pathology report: cervix: mild chronic inflammation. Negative for dysplasia, carcinoma and hpv (human papilloma virus) effect. Uterus: late proliferative/early secretory endometrium. Negative for endometrial hyperplasia. Adenomyosis. Leiomyoma with no aggressive features. Operative note: she had a normal uterus. She had bilateral hemorrhagic ovarian cysts around 2 cm. Patient did not received treatment for mental anguish/ psych injury, injury and bleeding. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, dyspareunia, pyrexia, arthralgia, vitamin d decreased". Lot number: 627759 manufacturing date: 2008-08 expiration date: 2010-08 lot number: 628147 manufacturing date: 2008-09 expiration date: 2011-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" in (B)(6) 2008. The patient's medical history included uterine prolapse and ovarian cyst. Concurrent conditions included pelvic mass, menometrorrhagia and stress urinary incontinence. Concomitant products included gabapentin since (B)(6) 2019, hydrocodone since (B)(6) 2014, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression/ psych injury"), anxiety ("mental anguish/ psych injury") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: unspecified") and bladder disorder ("bladder or urinary problems or changes: unspecified"), 8 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral ovarian cystectomy and single incision sling). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, urinary tract disorder, depression, anxiety, bladder disorder, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fu (B)(6) 2019, insertion date: (B)(6) 2008. Surgical pathology report: cervix: mild chronic inflammation. Negative for dysplasia, carcinoma and hpv (human papilloma virus) effect. Uterus: late proliferative/early secretory endometrium. Negative for endometrial hyperplasia. Adenomyosis. Leiomyoma with no aggressive features. Operative note: she had a normal uterus. She had bilateral hemorrhagic ovarian cysts around 2 cm. Patient did not received treatment for mental anguish/ psych injury. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event abdominal pain was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test" in (B)(6) 2008. The patient's medical history included uterine prolapse and ovarian cyst nos. Concurrent conditions included pelvic mass, menometrorrhagia and stress urinary incontinence. Concomitant products included gabapentin since (B)(6) 2019, hydrocodone since (B)(6) 2014, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain: lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes: unspecified") and bladder disorder ("bladder or urinary problems or changes: unspecified"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral ovarian cystectomy and single incision sling). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, urinary tract disorder, depression, anxiety, bladder disorder and fatigue outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: fu 26-jul-2019, insertion date: (B)(6) 2008. Surgical pathology report: cervix: mild chronic inflammation. Negative for dysplasia, carcinoma and (B)(6) effect. Uterus: late proliferative/early secretory endometrium. Negative for endometrial hyperplasia. Adenomyosis. Leiomyoma with no aggressive features. Operative note: she had a normal uterus. She had bilateral hemorrhagic ovarian cysts around 2 cm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet and medical record received. The case is incident. Events¿ abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, bladder or urinary problems or changes: unspecified, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain: lower back, plaintiff did not undergo this test¿ were added. Reporter, demographics, medical history, concurrent conditions, essure indication (amended) , essure removal date, concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.